Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from saol therapeutics regarding a patient receiving lioresal at a dose of 500 mcg/day via an implanted pump. It was reported the intrathecal baclofen was needing to be pulled back due to an infection. It was noted they were trying to prevent withdrawal.